Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed overestimation incorrect measurement on the pacemaker. No changes or intervention were reported. There were no patient consequences.